Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision due to pain and metal on metal complications. During the revision, it was noted that the metal head would not disengage/release from the trunnion during explantation, extending the surgical time by an hour before the head and trunnion were separated. The patient was revised again. Intraoperatively it was identified the patient had a large pseudotumor, osteolysis around the acetabulum and femoral calcar region, bone and tissue damage. Corrosion was noted at the femoral head/adapter interface. The acetabular shell and femoral stem were retained and all other devices were revised.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: cer bioloxd option hd 28mm catalog #: 650-1055 lot #: 179850. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00652. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision due to pain and metal on metal complications. During the revision, it was noted that the metal head would not disengage/release from the trunnion during explantation, extending the surgical time by an hour before the head and trunnion were separated. The patient was revised again. Intraoperatively it was identified the patient had a large pseudotumor, osteolysis around the acetabulum and femoral calcar region, bone and tissue damage. Corrosion was noted at the femoral head/adapter interface. The acetabular shell and femoral stem were retained and all other devices were revised.